Event description:
Health care professional reported taht approximately 2 months post implant,the valve was removed due to endocarditis, organism unknown. Operative findings state that the mitral prosthesis was almost completely occluded by a huge thrombus originating in the left atrium and on the sewing ring of the prosthesis. There was obvious infection around the annulus with necrotic tissue, even quite away from the origin of the annulus. The pt had been treated for endocarditis prior to implant.